Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility, to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was not completely reprocessed before it was sent to olympus. It was confirmed that the customer follows olympus instructions for use (IFU) to reprocess the device; however, device could not be reprocessed (including brushing) and stopped midway due to elevator issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that reprocessing could not be performed properly due to failure of the forceps base and the foreign matter could not be removed. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. - prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign material lodged in the forceps elevator. The foreign material was ocher in color, and could not be identified. The customer's originally reported issues were confirmed. The following additional findings were also noted: wear of the angle wire, assorted scratches and dents, black dots on the image due to damage on the charge-coupled device, bending section cover adhesive detached, image guide protector cut, and scope cylinder shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during maintenance, it was discovered that their evis exera ii duodenovideoscope had free play in all directions, had wrinkles on the insertion tube, and had a broken elevator lever. Upon inspection and testing of the returned unit, it was discovered that there was foreign material lodged in the forceps elevator. The foreign material was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.